Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the customer reported 'air in line detected with primed set during rate accuracy test' which was reproduced during evaluation with the pump tested with a loaded set. A review of the event history log identified 'air in line!' Messages. The cause was determined to be the upstream ultrasonic sensor readings out of the calibrated specification range. The ultrasonic sensor failed the attempted calibration and therefore was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an air in line detected with primed set during rate accuracy test. The event happened during testing in the biomed service department. There was no patient involvement. No additional information is available.